Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted no anomalies; however, the case was slightly swollen in the area of the high voltage capacitors. All set screws operated normally. A review of the device memory confirmed a fault was recorded on (B)(6) 2017, due to the charge time limit having been exceeded; this caused the device to declare end of life (eol) battery status. The device case was removed in order to facilitate inspection of the internal components. Visual inspection noted the two high voltage capacitors were becoming separated and one of the capacitors was swollen indicating an internal short. This capacitor damage resulted in the code 1007 and premature battery depletion that were observed clinically.

Manufacturer narrative:
The explanted device was expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) reported beep tones from the device and presented to the hospital for a device check. The clinician had difficulties interrogating the device, but did observe a code 1007 and the device had reached explant battery status. It was noted the patient's follow up on (B)(6) 2017 exhibited no issues. No programming changes could be made to the device and only limited information could be reviewed and saved to a disk. A boston scientific technical services (ts) consultant discussed the code indicated a charge timeout, where the charge could not be completed within 45 seconds. When the device has declared battery capacity depleted, there is only limited data available to help with troubleshooting. Up until the charge time outs, the battery voltage appeared normal and the battery had not depleted. No stored faults were observed to indicate a shorted lead condition; however, the root cause of the long charge times cannot be determined with the limited data, so the leads should also be thoroughly evaluated when the device is replaced. The device was explanted and replaced two days later. The right ventricular (rv) lead was thoroughly evaluated at the procedure. No insulation defects were observed, and the lead measurements were normal on the pacing system analyzer (psa) and with the new device. A 1.1 joule shock was delivered and the shock impedance measurement was also normal. The lead remains in service with the new device. No additional adverse patient effects were reported.